Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call for high blood glucose and low blood glucose level. The customer¿s blood glucose was over 600 mg/dl. The customer states he has a divot in his screen. Customer stated that he had a line about one inch of an 8th long and he can feel it with his finger nail. Customer stated that yesterday he was throwing up. Customer stated that he had gastric bypass surgery and it has changed his insulin needs. Customer reports that he does not want to troubleshoot for his high blood glucose and just wants to replace his pump out. The customer stated that his nurse states that he needed to report that he had a divot in his screen. Customer stated that at that time he had a low blood glucose level of 47 mg/dl and the nurse administered a cup and bottle of apple juice which helped his blood glucose to rise to 99 m/dl. Customer stated that he would like to replace the pump. Advise to discontinue use of the pump and revert to a back-up plan per hcp's instruction. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with cracked reservoir tube lip and minor scratches on display window noted.